Manufacturer narrative:
(B)(4). Damaged yoke teeth. The analysis results found that device (a) was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples and with no damage to the spring cartridge lockout. The clamping and the firing mechanism were noted to be damaged. No functional test was performed due to the condition of the device; however the returned reload was loaded into a test device and it fired, cut and formal all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples and with no damage to the spring cartridge lockout. The clamping and the firing mechanism were noted to be damaged. No functional test was performed due to the condition of the device; however the returned reload was loaded into a test device and it fired, cut and formal all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke and firing trigger teeth were found broken. Although no conclusion could be reached as to how the yoke and firing trigger teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch #: j5f33m (mfg date: 1/10/2012; exp date: 12/10/2016).

Event description:
It was reported that during a end loop cystectomy, the device misfired. The surgeon stated to the nurse that he had put too much tissue in the jaws. Another device was used to complete the case. There was no adverse consequence to the patient.